Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition: allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms: fatigue") and tooth disorder ("other injuries/symptoms:dental problems"). The patient was treated with surgery (hysterectomy (partial), salpingectomy(bilateral), tubal ligation and hysterectomy(partial),salpingectomy (bilateral), tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract disorder, fatigue and tooth disorder outcome was unknown and the menorrhagia had resolved. The reporter considered bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, menorrhagia, rash/skin condition, device migration, bladder problems., urinary problems, fatigue, dental problems, tubal ligation were added. Date of removal was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and device dislocation ('device migration') in an adult female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert". The patient's medical history included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition: allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms: fatigue") and tooth disorder ("other injuries/symptoms:dental problems"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract disorder, fatigue and tooth disorder outcome was unknown and the menorrhagia had resolved. The reporter considered bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received- lot number were added. New event endometrial ablation performed concomitantly with the essure micro-insert were added.new reporter, medial history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and device dislocation ('device migration') in an adult female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert". The patient's medical history included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition: allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms: fatigue") and tooth disorder ("other injuries/symptoms:dental problems"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dermatitis allergic, bladder disorder, urinary tract disorder, fatigue and tooth disorder outcome was unknown and the menorrhagia had resolved. The reporter considered bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Lot number: 50500535 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.